Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a discrepancy between sensor glucose and blood glucose values. Blood glucose value at the time of event was 2 mmol/l. The event involved product(s) unk_ngp. Troubleshooting was performed for a discrepancy between the sensor glucose value and the blood glucose value, and the difference between the sensor glucose reading of 10 mmol/l and the blood glucose reading of 2 mmol/l was found to be outside the acceptable range after fewer than four days of wear. Troubleshooting was not performed for hypoglycemia event. It was unknown whether the customer had been using the device within 48 hours of the event, and it was also unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. No product return is required for unk_ngp.frn-unk-rsvr, unomed inf set

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary 2. Section b1- unchecked adverse event 3. Section h1- changed reportable event serious to malfunction 4. Section h6 ¿ removed hecc 1912 with heic 2199 & replaced with hecc 4580 & heic 2199 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer didn't report any adverse events. The customer reported blood glucose value at the time of event was 10 mmol/l and sensor glucose value was 2 mmol/l. No harm requiring medical intervention was reported.